Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with an unspecified smooth saline breast implant experienced left sided deflation post procedure. As a result, patient underwent bilateral removal and replacement with a 425cc mentor memorygel breast implants on (B)(6) 2020.

Manufacturer narrative:
It was discovered on 9/3/2020, that brand name, common device name, procode and catalog was erroneously omitted in follow up report 1. Impacted product is a 325cc mentor smooth round moderate profile. Two lot numbers were provided 270473 and 5541454. Once clarification is received in regards to correct lot number a follow up report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/22/2020. Two implants received with lot number 270473 and 5541454. After investigation, failure was found on implant with lot number 270473 device evaluation summary: according with the information received, the patient experienced a deflation in the breast implant. During visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a leak from the valve. According with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 8/22/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).